Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated that the battery depletes fully from 100% in 24 hours. The customer stated that the pump battery became completely depleted and the pump shut off multiple times during the night. The customer's blood glucose (bg) level was impacted (over 400 mg/dl) with non dangerous ketone levels. The customer charged the pump and delivered insulin to correct elevated bg levels. It was indicated that the customer would continue to use the pump until the replacement pump was received.